Event description:
Information received indicates the ground loss light was illuminated on the bed. Loss of ground.

Manufacturer narrative:
The hill-rom technician tightened the ground leads to repair the bed.